Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered by high rate non-sustained episodes (hrns) and sensing integrity counter (sic). There were t-wave oversensing (twos) on the hrns. The lead remains in use. No patient complications have been reported as a result of this event.